Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The powered stapling device was set with the reload by the nurse. The surgeon pushed each button, however, could not open, close, or articulate the jaws. The event occurred during the procedure but the product was not used on the patient. Replaced by a competitor's device and the procedure was completed with no problem. The surgical time was extended by a few minutes due to the event. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Based on review this event is updated from a mal-function to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to the laparoscopic sigmoidectomy procedure as part of the clamp test. The powered stapling device was set with the reload by the nurse. The surgeon pushed each button, however, could not open, close, or articulate the jaws. Issue occurred while performing clamp test. The event occurred during the procedure but the product was not used on the patient. Replaced by a competitor's device and the procedure was completed with no problem. The surgical time was extended by a few minutes due to the event. There was no patient harm. The status of the patient is no problem.